Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. The customer did not know their blood glucose at the time of incident. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. No damage was noted on the insulin pump but the reservoir leaked into the reservoir compartment. Customer declined further troubleshooting. The insulin pump will be returned for analysis but not the reservoir.